Manufacturer narrative:
The patient's previous pump exchanges were reported under MFR # 2916596-2014-01817 and MFR # 2916596-2016-00425. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for the patient with two previous pump exchanges to confirm there were no concerns with pump function or indication of thrombus. The patient reportedly had been sedentary for the past few days with their international normalized ratio (inr) slightly below range. The log files captured routine events with pump powers and pulsatility index (pi) stable throughout the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported low inr (international normalized ratio) values and sedentary behavior could not be conclusively determined through this evaluation. The submitted log file contained events from 13feb2023 to 15mar2023. No notable events or alarms were captured, and the log file appeared to show the system operating as intended at the set speed. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the relevant sections of the device history records of vad-17896 showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.